Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information is received, supplemental reports will be submitted.

Event description:
A sus voluntary event report (mw5095300) was received that stated "when administering chemo cstd, leaking at spiros and tubing connection; collar at connection site not secure (from medication tubing to spiros)." The event involved a oncology kit w/chemolock¿ w/chemoclave®; spinning spiros® w/red cap. The customer reported the event outcome as other serious (important medical event); however, the customer indicated there was no adverse event. No other information was provided.